Event description:
The customer experienced low blood glucose levels after treating for high blood glucose levels. The customer's blood glucose reading was 55 mg/dl at the time of the call. The paramedics were called for assistance, and the customer's blood glucose reading was 100 mg/dl when they arrived. Troubleshooting was performed, and the insulin pump was programmed correctly. The customer declined further troubleshooting and stated that her doctor wanted the insulin pump replaced. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.